Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). G8: adverse event term: ischemic cva.

Event description:
On (B)(6) 2018, the site contacted berlin heart (B)(4) to report a patient supported in lvad configuration of the excor blood pump had an ischemic cva involving the medial cerebral artery on (B)(6) 2018. During physical therapy, the patient was noted to turn their head then become rigid. Patient was intubated and sedated after being returned to ICU. Prior to the cva, the patient was asymptomatic and was receiving lmwh: 18 mg bid ; aspirin: 35 mg bid ; dipyridamole: 25 mg q6hrs. Anticoagulation was in target range. The clinic used the same drugs and doses after the cva. Patient did require a pump change on (B)(6) 2018 due to thrombus in the pump.